Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-100mg/dl fasting. Verified the strips expire 1/26/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 106mg/dl and 104mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 114mg/dl, 123mg/dl, 147mg/dl and 149mg/dl.